Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): - equinoxe preserve stem 12mm (cat# 300-30-12 / serial# (B)(6)). - 145-deg pe 38mm hum liner +0 (cat# 320-38-00 / serial# (B)(6)). - equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)). - glenosphere 38mm (cat# 320-06-38 / serial# (B)(6)).

Event description:
As reported by the equinoxe shoulder study, approximately two years post initial right tsa, the 55 y/o female patient experienced stiff shoulder. After shoulder replacement, patient underwent a tendon transfer to address chronic scapular dyskinesis and struggled with stiffness and pain following this procedure thought to be related to excessive scar tissue adhesions. Per clinical report, the reported event is definitely not related to the device and unlikely related to the procedure.